Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 06/19/2019. Reporter: (B)(6), occupation: physician. Device evaluation: there are damages observed on the lens (iol torn, lens cut) consistent with the information provided by the customer that the lens was: cut out (removed and replaced). The lens optic zone is incomplete. Only a small portion of a haptic was returned. The portion of the haptic is located at the haptic insertion zone (haptic detached). The reported issue of crimped haptic was not verified. Since the lens was inserted to the patient and removed, it could not be determined that the damages observed are related to the manufacturing process; a product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional investigation requests for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was inserted into the patient's operative eye, but had a crimped haptic. Reportedly, there was an incision enlargement, however, there was no other patient injury. The lens was cut out and another lens (same model and diopter) was implanted as a replacement. The patient is doing fine post-operatively. No additional information was provided to johnson & johnson surgical vision.